Event description:
It was reported that the piston on the pump was not "moving with enough force" to deliver insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.